Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Found needle separated from the sensor base. Unable to confirm the insertion anomaly due the product being returned opened/used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor. The customer states that when they went to insert the sensor, part of the needle stayed in the insertion device. The customer's blood glucose level was reported to be 116mg/dl. Troubleshoot was reported to be conducted, the device is being replaced and returned for analysis.